Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via left femoral artery in a 64-year-old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. Post procedure, after transfer to the intensive care unit, oozing from the impella site was observed. Manual pressure was applied for 30 minutes and forward tension sutures redone to resolve the bleeding. The patient received 2 units of blood. On day 2 of support, care was withdrawn and the patient expired. Bleeding and death are known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Major bleed/access site adverse event: the cause of the access site adverse event was use related because forward sutures resolved.